Event description:
The customer reported falsely elevated initial troponin I (access accutni+3) and beta human chorionic gonadotrophin (bhcg) results, for eight patients, involving the unicel dxi 800 access immunoassay system. The customer stated one patient's falsely elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patients' samples, on the original and an alternate access 2 instrument, generated lower results within the normal reference ranges for the involved patients. The customer stated the instrument is set to reflex (automatic reanalysis) critical results. The patients' samples were collected in heparinized plasma tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. The samples were analyzed on the automation line from the primary tube, shortly following collection. No sample integrity issues were noted. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered aspirate probe #1 was not properly aspirating. The tubing to the probe was blocked and/or flattened. The fse replaced the associated peristaltic pump tubing and verified the aspiration; all of the aspirate probes were properly aspirating. The fse performed a routine system check and a high sensitivity system check, both passed within instrument specifications. The fse then performed a precision test; all results were within assay and instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the peristaltic pump tubing. A definitive root cause is unknown.